Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult to flush the dilator appears to be related to a potential product issue. This complaint is within the scope of an exception escalation as the complaint description and device code match the specific issue described in the exception. Therefore, exception (issue) 133683 and exception (action) 139540 are referenced. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported during preparations, the dilator was unable to be flushed. Therefore, the sgc were not used and was replaced. There was no clinically significant delay in the procedure.